Event description:
It was reported that battery was "dead". Patient had burning sensation on the right side of the face (right cheek, tongue, nose and forehead). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).